Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access to the system. A siemens headquarter support center (hsc) reviewed the process error log and log file. An initial run of sample in question contained a low fluid verify and low standard an air measurement and integrated multi-sensor technology (imt) bubble error, which indicated a poor quality sample aliquot. The sample was automatically rerun, which was processed without a second bubble error, but an atypical fluid verify and standard a measurement was observed. Quality controls were within range, which indicated that there was no instrument related problem. The sample was centrifuged outside of tube manufacturer's instructions for centrifugation. The cause of the sample being centrifuged outside of tube manufacturer's recommendations is failure to follow instructions. (B)(4) concluded that atypical fluid verify, standard an air, and standard a fluid measurements indicated improper fluid flow and improper fluid placement of the sample across the sensor. The cause of the discordant, falsely elevated na result on one patient sample was due to poor sample quality and the presence of gel, fibrin, and/or cellular material in the sample that impacted the proper processing of the sample during the initial run. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument (serial number (B)(4)). The discordant result failed a delta check, indicating the result did not match a result previously obtained for the patient and was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument (serial number dv(B)(4)resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.